Event description:
Vns patient has recently experienced problems with diarrhea and subsequent weight decrease. The patient has reportedly received IV fluid treatments because of the dehydration concerns and has reportedly lost about 15 lbs in the past 6 weeks. Report is incomplete because no response has been received to MFR's requested for additional info from treatingt physician.